Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6).

Event description:
It was reported that on (B)(6), around 19 o'clock, the surveillance was not alarming about blood pressure. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The complaint was escalated for technical investigation and the results indicate that the non-invasive blood pressure (nbp) alarms were off from 13:42:44 until 20:49:11 on february 14th, 2025. Since the alarms for nbp were off, no alarm could be generated for the nbp measurement at 19:00. See log excerpt below: 14.2.2025 13.42.44 oys; b5-573; nbp - alerts between in use-off; mx850-s011. 14.2.2025 20.49.11 oys; b5-573; nbp - alerts between off-in use; mx850-s011. Based on the information available and the testing conducted, the device was working as designed and configured. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.